Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during follow-up, loss of capture, decrease in sensing, and changes in impedance were observed. Dislodgement was observed via x-ray. During the revision, massive twiddling and tissue around the screw were observed. The lead was explanted and replaced. The patient was stable and discharged.